Event description:
It was reported to philips that the system failed to power on; power supply unit identified as burnt on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service requested parts and provided a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).